Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was not opening. The customer reported that the malfunction occurred while the user trying to access medication from the drawer, how ever no delay was reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer failed to open, and it was unable to recover. The technical support specialist confirmed that the field service engineer replaced the drawer retractor cable and latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Initial reporter state - (B)(6) hospital.